Event description:
It was reported that after the recanalization catheter had been activated for two minutes in the anterior tibial artery, the catheter was damaged. Another catheter was used to complete the procedure, however, it was damaged after one and a half minute. There was no pt injury reported.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was performed. The lot met all release criteria. There have been 3 complaints reported to date for corporate lot number gfye3264, for this issue. The device was returned. The investigation is confirmed for material twisting, as no twisting was observed to the catheter. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural factors contributed to the event. The crosser catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the interntional representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.